Event description:
It was reported that at a post-operative interrogation the right atrial (ra) lead had high thresholds, was not capturing, and had poor sensing. This was consistent with the first attempt at implantation. Although the numbers were not good, the physician decided this was the best that could be found after multiple attempts to reposition the lead in different parts of the atrium. It was also noted that the patient had a heart valve implanted. X-ray indicated that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).